Manufacturer narrative:
Other text: no product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (9-feb-2009) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a no disposable alarm. Patient not affected. Small air bubbles noted in line. There was no patient injury reported.